Manufacturer narrative:
(B)(4).

Event description:
Shortly after the initial implant, the pump came loose and the catheter was twisted and kinked. The pt was not receiving baclofen, so in (B)(6) 2009 surgery was done to reattach the pump. In (B)(6) 2010, the pump was loose again and the catheter was knotted and once again the pt was not receiving any baclofen, so a third surgery was needed to reattach the pump. In (B)(6) 2010, the pt was pretty sure she was no longer receiving baclofen again because her spasticity was bad again. In (B)(6) 2010, the pt fell from a major spasm and broke her hip/femur; it required emergency surgery. When the pt was hospitalized for the broken hip it was determined that the pump was spinning again (it had come loose again) and she required a fourth surgery on (B)(6) 2010 to reattach the pump again. Following surgery, the pt believed that the pump never worked right. When she was sent home, she began showing signs of withdrawal. When she called the surgeons emergency number she was told that the pump had not been primed after the surgery and she should have been instructed to take oral baclofen. The pt was in the process of "shutting the pump down" and was considering having it removed. The pt felt this was unfortunate because the pump was a "wonderful, life changing, experience when it worked". Additional info has been requested a f/u report will be sent if additional info becomes available.